Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received shows that patient had their lead explanted and replaced on (B)(6) 2021. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04489. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue. Note: it is not known which lead has high impedances as such both leads are being reported.